Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that during surgery anchor was broke on impact. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.

Manufacturer narrative:
Foreign zip code: (B)(4). One 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the inserter shows the inner shaft is bent. Dimensional assessment of the inner shaft confirmed it met print specifications. Only the distal end of the anchor was returned which has broken at the suture slot. The condition of the inserter indicates axial alignment was not maintained during insertion. Per the devices instructions for use ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Use the smith + nephew mallet (sold separately) to tap the inserter handle until the laser mark is flush with the cortical bone. This places the suture anchor approximately 1 mm below the bone surface¿.

Event description:
It was reported that during surgery, the anchor was broke on impact. A backup device was available to complete the procedure with no patient injuries. No further information was available.